Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, surgeon pressed the green button and tried to fire, and pressed the firing button, advanced a little, released hand, and pressed the firing button again, but it did not fired. There was no patient injury.